Event description:
The customer contact reported the device touchscreen would not calibrate. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device touchscreen could not be calibrated. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen could not be calibrated. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.